Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping. The customer's blood glucose (bg) level was approximately 200 mg/dl. However, the exact value was not provided. The customer addressed the bg level with a bolus. Reportedly, the customer would continue to use the pump until replacement pump is received. Also, it was confirmed that the customer had a backup method of insulin delivery.